Event description:
It was reported that after the pump fell on the ground, an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 212 mg/dl.

Manufacturer narrative:
Device not returned